Manufacturer narrative:
It was reported that the display of the ventilator remained off. The evaluation of received device logs confirms occurrences of the reported technical errors indicating an on/off switch error and an user interface communication error. Both are directly related to the dc/dc & standard connectors pcb. No other technical errors were raised. The returned dc/dc & standard connectors pcb was installed in the reference ventilator. The reported problem was confirmed. Connected to the mains, the user interface panel led lights up properly. When switched on using the panel on/off switch, the user interface panel remained black all the time, making it impossible to operate the ventilator. It was not possible to turn off the ventilator with the on/off switch. Electrical measurements using an oscilloscope showed that a component in the panel control circuit was shorted. This led to the user interface panel not being supplied with enough power. The loss of the user interface panel power supply will not affect ongoing ventilation, but it's not possible to operate the device from the user interface. In general, if an internal power failure at +3.3v, +5v and/or ±12v occurs during ventilation it may lead to stop of ventilation. Alarms will be generated. The conclusion in this matter is that a short circuit component on the dc/dc & standard connectors pcb caused the reported problem. Why the component was short circuit could not be determined, but it is considered a single/occasional component failure.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the display of the ventilator remained off. Review pf provided logs showed that the ventilator had shutdown itself. Patient involvement is unknown. Manufacturer's ref #: (B)(4).